Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that diagnostic test was perform and antibiotics given. It was also reported that this did not led to any serious deterioration in the health of the subject, as defined by: medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a trial patient who was using an external neurostimulator (ens) for urinary/bowel dysfunction/sacral nerve stim. It was reported that on (B)(6) 2024 the patient reported pain at the incision site and they requested to be seen as soon as possible. Later in the day the patient reported that the pain had been subsiding after they moved around some. They confirmed there was no redness, welling, or puss, so the patient didn't feel the need to be seen sooner than their planned appointment on (B)(6) 2024. On (B)(6) 2024 it was reported that they had concerns about a potential infection so they were started on an antibiotic and they patient would be seen again in a week. On 2024-aug-07 additional information was received. The patient responded well to the antibiotics and was only having minor pain and discomfort at the site area. They would do one more week of antibiotics and would be seen again on (B)(6) 2024. On 2024-aug-20 additional information was re ceived from a manufacturer representative (rep). The rep reported that at their (B)(6) 2024 appointment they would continue their antibiotics and would be seen again in 2 weeks ((B)(6) 2024) regarding the infection.